Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device and the customer reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was observed that the device had excessive heat. It was determined that this was due to not following the emersion / sterilization procedures properly. The assignable root cause was determined to be due to misuse, abuse and/ or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during routine testing, it was observed that the keyless driver device had a bent pin collet. During in-house engineering evaluation, it was observed that the device had excessive heat. The event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.